Manufacturer narrative:
The electrode belt sn (B)(4) was returned to the distributor and found to be fully functional. There is no indication of a device malfunction. Monitor sn (B)(4) was returned to the distributor for evaluation. The evaluation of the monitor confirmed the service code 104/dl code 203. The sd card was defective. The distributor evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The monitor passed essential performance testing. The root cause of the defective sd card could not be positively identified. Upon further investigation of the download data, the monitor was receiving a service code 104 (sd card fault) prior to the treatment event, indicating a defective sd card. A defective sd card does not affect the monitor's ability to detect and treat an arrhythmia. Unavailability of retrospective ECG recordings did not cause or contribute to this adverse event. The sd card is a data logger that only stores the patient's retrospective continuous ECG recordings. There is no real and active patient monitoring associated with the stored retrospective ECG recordings.

Event description:
A us distributor contacted zoll to report that a patient received a treatment event consisting of one shock on (B)(6) 2021. It was reported that the patient was home at the time of the treatment event. The patient's ECG rhythm at the time of the treatment is unknown. The patient was receiving sd card faults (service code 104/download code 203) on the days prior to the event. The response buttons were not pressed during the event. The patient was in the hospital and continued use of the lifevest. Reporting event out of an abundance of caution as the patient's rhythm at the time of treatment is unknown.